Event description:
The customer reported during a vein harvesting procedure using a visera elite video system center (with a bovie, electrosurgical unit (esu), esu grounding pad, bipolar generator, and an unspecified scope), the doctor experienced an electrical shock in his hand when the bovie was activated. The customer further reported they are trying to troubleshoot the cause of the event and have not been able to determine the cause, stating it could be the esu, the esu grounding pads, the bipolar generator, the scope, or the video tower. They have not been unable to replicate the issue. Additional details regarding the physician, the patient, and the event have been requested, at this time, no additional information has been provided.